Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product 1 of 2. Reference manufacturing report number: 1627487-2019-00374. It was reported the patient¿s leads migrated and the patient was not satisfied with the stimulation. In turn, the system was explanted on (B)(6) 2018.

Event description:
Product 1 of 2. Reference manufacturing report number: 1627487-2019-00374.